Event description:
It was reported that the insulin pump had a blank display. The customer's blood glucose was 115 mg/dl. The customer stated that their blood glucose reading did not transfer to the insulin pump and the device alarmed battery failure. So, the customer changed the battery, but the display was still plank, the customer removed the battery and placed a new battery, and the screen was still blank, and there was no power. Troubleshooting was performed and the display did not return right away, but came back after a few minutes. The device alarmed battery out limit. Self test was performed and the insulin pump passed the test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).